Event description:
On (B) (6) 2010, the patient's mom/reporter contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high reading of "493 mg/dl." On 04/27/2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages her diabetes with an insulin pump. On (B) (6) 2010 at 9:30 pm, the patient was having symptoms described as "sweaty, disoriented, can't hear, wants to sleep, and forgetful" and obtained a blood glucose reading of "493 mg/dl" on the subject meter. The reporter indicated that she recognized that the patient's symptoms were indicative of hypoglycemia. However, the reporter went by the alleged elevated reading obtained on the subject meter and administered 6 units of novolog insulin. Within 30 minutes, the patient went unconscious. The reporter drove the patient to the hospital where she obtained a blood glucose reading of "20 mg/dl" on the hospital meter and was treated with IV glucose. The patient was never hospitalize, but was released on the day. During troubleshooting, the csr noted that the results were taken on an approved sample site and the testing technique was incorrect. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reporter claimed that the patient was treated for hypoglycemia after the patient took insulin per the alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.